Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp unit and was unable to duplicate the issue. The stm replaced the front end board and pressure transducer as a precautionary measure and completed a scheduled preventative maintenance (pm). All safety, functionality and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had fault code 53 - front end fault. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had fault code 53 - front end fault. No patient harm, serious injury or adverse event was reported.